Manufacturer narrative:
In the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. No significant deformations or damage of the valves were detected during the visual inspection. To check if the progav® 2.0 is blocked, we have performed a permeability test on the valve / shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® 2.0 is permeable. We have investigated whether the progav®2.0 can be successfully set to each specified pressure setting. This indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav® 2.0 was found to be adjustable to all pressure settings. The braking force and brake function test investigates whether the braking function of the adjustable valve is present and how much force must be exerted on the housing to release the rotor to adjust the valve using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav 2.0® was not within the specified tolerance, however, the brake function operated as expected. In order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in progav® 2.0. Result: based on our investigation, we are not able to substantiate the claim of [?]"non- adjustability" and "blockage"". However, we found that braking force measurement required more force to release the rotor so that the valve could be adjusted. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 valve. The reporter suspected and blockage and non-adjustability. The valve was explanted. Additional information was not provided.